Event description:
It was reported that a malfunction code was displayed, specifically malf 9. There was no adverse impact to the customer¿s blood glucose level, with no notable events occurring prior to the malfunction. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the issue without recurrence. Customer was advised to continue using the pump and to call back if any malfunction code recurs.